Event description:
During an atrial fibrillation ablation procedure performed with a swartz braided transseptal introducer, an air embolus occurred. While the physician was mapping the coronary sinus (cs), the pt became hypotensive. Fluoroscopy revealed an air embolus in the right coronary artery. The physician aspirated air to resolve the issue and there were no adverse consequences to the pt. The physician is unsure what may have caused the embolus, attributing it either to a device leak or the pt's snoring. There was no reported leakage from the hemostasis valve during the procedure.

Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedure. The root cause classification of the reported air embolus is anticipated procedural complications as this is a known physiological effect of the procedure as stated in the IFU.